Event description:
It was reported that during planned initial implant surgery the patient was anesthetized and intubated. It was reported that once the patient was intubated he experienced microaspiration and bronchospasms. The surgery was cancelled prior to device implant and the patient was admitted to the hospital.further follow-up revealed that the patient has a history of asthma and is now stable.

Event description:
Additional information was received stating that the patient underwent vns implant surgery on (B)(6) 2014. The patient¿s device was tested outside and inside the generator pocket during surgery and diagnostic results revealed lead impedance within normal limits (impedance value ¿ 1811 ohms). The patient¿s device was interrogated to ensure that it was programmed off following surgery.